Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. The customer experienced an elevated blood glucose (bg) level ranging from 329-534 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.